Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the field representative contacted boston scientific technical services (ts) due to a yellow alert for left ventricular (lv) impedance out of range, however, the impedance value is not displayed on the latitude homepage. Ts explained device function and how daily measurements work and are displayed. In addition, ts advised to ask for a patient initiated interrogation to obtain the impedance value and further discuss with the physician. The lv lead is a non-boston scientific product. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. Additional information provided indicates the lv pacing impedance was high out of range measuring greater than 3000 ohms. A follow up was made for the patient and the pacing vector from the lv lead was reprogrammed from bipolar to unipolar, as this vector measurements are in range. The patient will continue to be monitored via latitude and there is no intervention planned at this time.

Event description:
It was reported that the field representative contacted boston scientific technical services (ts) due to a yellow alert for left ventricular (lv) impedance out of range, however, the impedance value is not displayed on the latitude homepage. Ts explained device function and how daily measurements work and are displayed. In addition, ts advised to ask for a patient initiated interrogation to obtain the impedance value and further discuss with the physician. The lv lead is a non-boston scientific product. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported. Additional information provided indicates the lv pacing impedance was high out of range measuring greater than 3000 ohms. A follow up was made for the patient and the pacing vector from the lv lead was reprogrammed from bipolar to unipolar, as this vector measurements are in range. The patient will continue to be monitored via latitude and there is no intervention planned at this time.